Event description:
It was reported that during a cholecystectomy procedure, the device did not fire. There were no adverse consequences to the patient. One device will be returned.

Manufacturer narrative:
Eval summary: the er320 instrument a was returned with the jaw misaligned. However, the instrument was cycled, fed, and formed the remaining clips within manufacturing requirments when tested. The instrument was fully functional and fired as intended. Two scissored clips were received along with the device. The analysis results found that the er320 instrument b was returned with the top shroud damaged. The instrument was cycled and had a non-clearing misfire due to the condition of the top shroud. No conclusion could be reached as to how the top shroud became damaged.